Event description:
New information received on (B)(6) 2018 indicating that the device exhibited premature battery depletion. No further information was available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room. Upon device interrogation, the implantable cardioverter defibrillator exhibited capacitor charge time limit reached. No intervention was performed. The patient was discharged. The patient presented on (B)(6) 2018 for replacement procedure. The device was explanted and replaced. No further information was available.

Event description:
New information received on (B)(4) 2019 indicating that the patient received a vibratory alert and presented in the emergency room. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported field event was confirmed due to review of device image. The device was tested, and no anomalies were found. The cause of the event remains undetermined.